Manufacturer narrative:
The device was returned, and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no image while using the flex video scope. There was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the events were not reproduced, therefore, the device met the standard specifications and function. The following were stated: evaluated event1: static image: although the defect did not reoccur, the internal condition of the product using x-ray fluoroscopy was inspected and they found that the image sensor cable was twisted near the bending section and the insulation coating was damaged. It was determined that this effect caused the video signal line to have poor continuity (disconnection or short circuit), leading to the image problem pointed out. As for the cause of the damage to the image sensor cable, it has been confirmed that there are scratches on the a- rubber and chips in the glue part, so it was likely that the bending section was affected by external stress such as strong interference with something (such as a trocar). Evaluated event 2: image failure (error code): the probable cause was that the failure event occurred due to an abnormality in the image sensor cable also discussed in detail in evaluated event 1 above. The following instruction manual identifies related verbiage which could have detected the phenomenon and describes how to inspect for the evaluated events 1,2.: operation manual for ltf-s190-5, chapter 3 ¿preparation and inspection¿ section 3.8 ¿inspection of the endoscopic system¿. Olympus will continue to monitor field performance for this device.